Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. Inspection: external and internal inspection was performed on (qty 1 p/n tc10012515). During external inspection, the returned keypad was observed with signs of fluid ingress on the flex cable. During internal inspection, the returned keypad was observed with a broken trace and signs of fluid ingress near where the flex cable meets the circuit layer. Test results: the returned keypad failed the maintenance keypad test due the keypad failing to power on the device. The ac indicator light did not illuminate on for the returned keypad and was observed with the issue mentioned above. Only the front case assembly with keypad was provided for investigation.

Event description:
It was reported that 5 point of care unit (pcu) front cases need to be replaced due to keypad failure. There was no reported patient involvement.